Manufacturer narrative:
(B)(4): the customer reported getting an error message, start screen, then the screen goes blank. No pt involvement was reported. The device was evaluated locally by a philips field service engineer, the symptom was verified, and the problem was localized to the processor pca. The processor pca was replaced to resolve the issue. The device passed testing and remained at the customer site.

Event description:
The customer reported getting an error message, start screen, then the screen goes blank. No pt involvement was reported.